Event description:
Leaking port, band. No restriction, barium swallow confirmed a fault. Date of event: (B)(6) 2020.

Manufacturer narrative:
H6 - investigation findings: a detailed analysis confirmed the port leaks when downward pressure is applied to the port stem. It does not leak otherwise. Additional analysis observed needle punctures, scrapes and gouges on the port that may contribute to the creation of an internal leak.